Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
During an in service with the doctor when the sleeve of the drill guide broke off. There was no patient involvement or adverse consequence associated with this event.